Event description:
The insert was installed onto the tibial baseplate, it would not lock in posteriorly. A second insert was tried, it locked in after several attempts. No adverse consequence to pt or extension of surgery time.